Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late; capsular contracture, baker grade unknown

Event description:
Regulatory agency reported "suspicion of alcl," "capsular contracture (baker grade unknown)" and "an effusion, presence of liquid." It was noted that "lymphopath sampling" was performed; results not provided. Affected side is right. The device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology report it has been determined that there is no malignancy. Additional, changed, and/or corrected data: a.2, b.5, b.6.

Event description:
Healthcare professional also reported "painful, swollen right breast" and "no diagnosis of alcl". Healthcare professional identified capsular contracture baker grade as "iii".

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional report from healthcare professional of right side "important velcro effect, double membranes...discrete xenic granulomatous reaction. No malignancy."